Event description:
The customer contacted beckman coulter inc. (Bci) regarding erroneously elevated accu-tni (troponin) result in the risk stratification range for two pts. The results were generated on a unicel dxc 600i synchron access clinical system. The customer re-ran the sample on using a different reagent lot and the results were within the normal reference range. The initial results were reported outside the lab. It is not known if there was any change to the pt treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.

Manufacturer narrative:
Service was not dispatched to investigate this event. A bci field service engineer (fse) did not investigate this event. Data of system checked from (B)(4) 2008 and 10/29/2008 shows that it met specifications. A definite root cause could not be determined for this event. This is 2 of 2 separate MDR reports related to 2 pt events associated with a single malfunction report on different days. Ref MDR# 2122870-2011-05627 for all related events. This reportable event was identified during a retrospective review of product complaints conducted between january 1, 2008 through october 23, 2010 for add'l reportable events.